Manufacturer narrative:
Full e1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an abnormal image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure "the image is abnormal" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device to have come off and internal of the charged coupled device in the insertion section is fractured. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure of charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.